Manufacturer narrative:
Product analysis explant graft(s) decontaminated with hydrogen peroxide and sodium hypochlorite pending further device testing to support the final product analysis findings. Aortic-uni-iliac (aui) returned for analysis. 2 stent rings of the body section were returned. Two stents returned transected at proximal and distal ends. No additional breaks were evident. There was a transectional cut on the 3rd stent ring. A single abrasion hole was present on the 3rd stent ring on aui. Multiple suture breaks were found on the 3rd and 4th stent rings of aui. Small, transected section of graft material and stent ring was returned. Tooling marks visible on the stent ring. 2 proximal rings of an extension limb were also returned with no issues noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft was implanted in the endovascular treatment of a unknown sized abdominal aortic aneurysm on an unknown date. It was reported on unknown dates, the patient was noted to have a persistent type iiib endoleak. Intervention was performed and the stent graft was explanted and replaced with a surgical graft. As per the physician the cause of the event was the holes in the graft. No additional clinical sequelae were provided and the patient is fine.